Manufacturer narrative:
H3. Analysis was re-opened to add additional investigative analysis report from the mtc pal lab. This report does not affect the afc for pli 10.the device was received with no telemetry. During bench analysis rpa lab attempted to communicate to the device and no communication was established. The can was cut open and the battery voltage was 2.793v. The device was sent to mtc for further analysis. Mtc measured the resistance of the e1 antenna coil which was found to be high at 1,700. The faulty antenna was submitted for further analysis in the pal lab. Continuation of d11: product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) could not be read preoperatively. There were no diagnostic tests or troubleshooting performed and there were no external factors reported that may have led or contributed to the issue. The ins was not implanted and was instead replaced; the issue was resolved at the time of report. It was noted there was no patient involved with the event. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID neu_wrench_acc lot# unknown serial# implanted: explanted: product type accessory h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins antenna coil was electrically open. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.